Manufacturer narrative:
Retainer ring=clear. On 06/18/2021 customer called in with the following concern: patient received pump error 43 and 53. P-cap locked in place properly during testing. Device powered up properly after battery installation. Device was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Device passed displacement test, self test, active and sleep measurement currents. No unexpected blank display noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 23, 43 and 53 alarms were recorded on 06/18/2021. During download review, pump error 53 alarm confirm in (adapt). File ID=2005 line ID=(B)(4). Per r&d investigation it was determine that pump error 53 was triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. Software anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short. Device also receive with cracked case(battery tube), cracked battery tube threads, peeling serial number label, faded serial number label, cracked case(battery tube), cracked battery tube threads and cracked retainer ring. In conclusion no pump error 43 or 53 alarms noted during testing. However, during download review pump error 53, 43 and 23 were confirm due to corroded electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had a multiple insulin pump error alarm. Customer stated that the insulin pump had clear as well as rewound. Customer stated that the insulin pump was not perform self-test because the insulin pump was turned off all the time. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.